Event description:
Reporter stated that patient's capillary blood glucose was measured, using the inform system, with a result of 5.8 mmol/l. At the same time, a venous sample was reportedly obtained from the patient and, when tested on the modular p, measured 2.29 mmol/l. No adverse event related to the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The investigation confirmed the glucose results obtained by the customer using two different methods (glucose pap and glucose hk). There was no evidence of malfunction of hitachi tests or of any interference.

Event description:
Three samples from one patient, gave low glucose results on the modular analyzer when compared with the results from accuchek inform. The customer suspected because the patient was always responsive. The customer suspected possible inteference. Gammopathy was excluded. Sample 1, modular result 22.16 mg/dl, accuchek result 46.8 mg/dl. Sample 2, modular result 18.92 mg/dl, accuchek result 39.6 mg/dl. Sample 3, modular result 41.26 mg/dl, accuchek result 68.47 mg/dl. Lot number of glucose reagent was not provided. Customer did not provide information to determine which results were reported or if patient was adversely affected. No adverse events were reported. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The initial medwatch was filed against the modular p instrument. Subsequent evaluation of the modular p found that the system had performed as intended. The investigation demonstrated that the device responsible for the discrepant blood glucose results was the accu-chek sensor test strips, which had been used to test patient's blood glucose on the inform system. Device not returned to manufacturer.

Event description:
Three samples from one patient, gave low glucose results on the modular analyzer when compared with the results from accuchek inform. Customer suspects the problem is on the modular and not the accuchek inform because the patient was always responsive. The customer suspected possible interference. Gammopathy was excluded. Sample 1, modular result 22.16 mg/dl, accuchek result 46.8 mg/dl. Sample 2, modular result 18.92 mg/dl, accuchek result 39.6 mg/dl. Sample 3, modular result 41.26 mg/dl, accuchek result 68.47 mg/dl. Lot number of glucose reagent was not provided. Customer did not provide information to determine which results were reported or if patient was adversely affected. No adverse events were reported. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.